Event description:
It was reported the patient presented with pain caused by migration of the implantable cardioverter defibrillator (ICD). The pocket was revised in (B)(6) 2023. The patient returned with pain and further migration of the ICD. The ICD was explanted. The patient was in stable condition.